Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent dislodged and remained on the delivery catheter. The target lesion was located in a coronary artery. A 2.25 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. Upon inflation, it was noted that the stent was dislodged; however, it remained on the shaft proximal to the balloon and did not remain in the patient. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damaged and moved proximally off the balloon and on the outer extrusion. The stent struts were found to be flared, overlapping and lifted from the stent profile. The balloon cones & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions and solidified media was present inside the balloon chamber. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found multiple severe kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple severe kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent dislodged and remained on the delivery catheter. The target lesion was located in a coronary artery. A 2.25 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. Upon inflation, it was noted that the stent was dislodged; however, it remained on the shaft proximal to the balloon and did not remain in the patient. No patient complications were reported and the patient's status was fine.